Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The clinician attempted to reprogram the lead to resolve the issue, but was unsuccessful. Further reprogramming will be attempted after the patient returns for further follow up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2011; 4195 implantable pacing lead - (B)(6) 2011. (B)(4).